Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a customer's family member that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 59 mg/dl at the time of the incident. The customer was at 155 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as a inability to speak or use their right arm and a coma. The customer was wearing the insulin pump during the incident. The caller stated that the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.